Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that due to an 840 ventilator malfunction, the pt was placed on another ventilator. The customer reported to have replaced the breath delivery unit (bdu) pcb. Covidien uploaded to current software version only. The unit passed all testing.